Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the first two firings and fifth firing of the device were all sticky. After firing, the knife returned and when opening the jaws, the tissues / staple line were stuck to the device and reload cartridge. Surgeon had to use graspers to pull the stapled tissue away from the device. The tissue did not just fall away like it normally did. The procedure was completed successfully. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2025. D4: batch#: 753c99. Additional information was requested, and the following was obtained: 1. Did the device deliver any staples? 2. If yes, were the staples formed properly? 3. If yes, was the staple line complete? 4. Did the device cut? 5. If yes, was the cut line complete? 6. If yes, was there any issue with the cut line? 7. Was there any difficulty opening the device jaws? Response: yes- to all. The stapler / staples were deployed as expected. The cut line appeared as expected. Staple line complete, cut line complete. No issues opening jaws. Just had to carefully tease cut line tissue off the reload / jaws for those firings. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload (b) was received. The reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gst60g with lot number: 787c60; and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 753c99, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.